Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 269 mg/dl. The customer stated that the drive support cap appears normal. Customer did not received motor position encoder error alarm. The customer received 3 alarms motor error in alarm history during the last 30 days. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.